Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4), the full lead was returned analyzed. Analysis of the lead found distal conductor was distorted. Blood/body fluid was noted on conductor (not obstructed). Blood was also noted in/on the helix/lobe mechanism and sleeve head. There was tip seal observation. It was noted visual damaged at implant.

Event description:
Asku

Event description:
It was reported that at implant the lead's helix took an unacceptable amount of turns to deploy. When the lead helix did deploy it came out very fast and not smoothly. It was further reported that the lead was difficult to position and the impedance was not stable. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.